Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported they were unable to do a refill and the patient felt "it" was coming trough her skin "with some redness at the pump area." A pump flip was confirmed when asked what diagnostics were performed, the response was "surgical repositioning." The cause of the inflamed tissue was undetermined. The inflammation was localized around the pump implant area.

Event description:
It was reported the patient had inflamed tissue. Additional information received reported the pump pocket was loose and there was possible flipping of the pump. It was noted the cause of the inflamed tissue was unknown. The reporter stated the infection was not determined. It was noted the patient was fine and receiving effective therapy. The pump contained morphine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).